Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. A labeling review cannot be completed due to no product catalog # provided. Section a through f - the information provided by bd represents all of the known information at this time. Despite good fait h efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine would not drain into the leg bag unless the sides of the bags were manipulated. The nursing staff pulled the sides apart to allow urine to drain, but as soon as they stopped the urine stopped flowing. The leg bag was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that urine would not drain into the leg bag unless the sides of the bags were manipulated. The nursing staff pulled the sides apart to allow urine to drain, but as soon as they stopped the urine stopped flowing. The leg bag was replaced.